Event description:
A patient reported experiencing inaccurate low results with a one touch ii meter. The patient's blood glucose results were 118 mg/dl on the meter and 296 mg/dl in the lab. Tests were done 20 minutes apart with a difference of 55%. Patient did not experience any adverse events. The meter was out of calibration with the checkstrip reading 74 with a range of 77-105. Described correct cleaning technique. Strip lot unknown at time of comparison. No further information has been reported.